Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot numer of the affected part was not confirmed. No product will be returned for evaluation no related capas. Per doc-035405 rev 09 risk analysis spreadsheet, hazard ID 3.11 cause - csf leakage from any joint in the eds assembly, or a leak between the eds system and the catheter connection effect (harm)- over drainage of csf and infection residual risk - medium further investigation to be carried out.

Event description:
(B)(4). - the issue was with lumbar drain coming apart at the connection. This connection is from the lumbar catheter to the lumbar drain. The patient did lose some csf but the patient condition is stable. No drain was saved or pictures taken.

Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure confirmed: no.

Event description:
Nt821731c - the issue was with lumbar drain coming apart at the connection. This connection is from the lumbar catheter to the lumbar drain. The patient did lose some csf but the patient condition is stable. No drain was saved or pictures taken.